Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 514 mg/dl and 214 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer has used all the strips. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.